Event description:
It was reported that the patient has been experiencing fluctuating and whistling sounds and intermittent hearing for the past two weeks. He has not received any blows to the implant site. Testing carried out today, 2009, confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.